Event description:
During patient treatment, the operator reported that the cap diaphragms for the control and dump valves on the patient circuit were "popping" off. The user was directed to decrease the bias flow from 55 to 40 lpm which corrected the problem. There was no patient compromise.